Manufacturer narrative:
Follow-up information received on 25-oct-2016 from legal claim: this case is in litigation. This case refers to a (B)(6) plaintiff. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent surgery to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing severe pelvic pain mostly on left side / chronic pelvic pain / increasingly severe pain. This event, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic pain may occur during the use of essure. In this case, the insertion was very painful and pelvic pain of increasing severity began after insertion. Additional non-serious events were also reported, including heavy menses and pain during intercourse. Approximately 15 months after insertion a laparoscopy was performed, and approximately 2 months later the coils were surgically removed. Considering the nature and course of the events and the close temporal relationship, a causal relationship with essure use cannot be excluded (related). This case was classified as incident since device removal was required. A quality-safety assessment resulted in an unconfirmed quality defect. Based on the available information, there was no relationship between the reported medical events and a quality defect. The case became legal upon follow-up, thus further information is expected only through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0916, awareness date 29-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. She had 3 children and wanted her tubes tied but the hospital she used was catholic, so they would not tie her tubes. The day of the procedure, she experienced the worst pain she had ever felt in her life; she was screaming and crying on the table. Since the procedure she experienced severe pelvic pain mostly on left side, her periods were so bad she had to use a tampon and pad at the same time and change them often. She gained 40 lbs and at the end of every day she looked 9 months pregnant (she did not start out that bloated). She got frequent headaches and her hair was falling out by the handfuls. Some day the pain was so bad that she felt it in her hips and radiating down to legs. Some days she did not want to get out of bed but she had 3 kids to support. She already went to ER because of the pain. A laparoscopic surgery was done on (B)(6) 2015. She was scheduled to have a follow up appointment (B)(6) 2015 to discuss a hysterectomy the product technical complaint (ptc) investigation and final assessment were received on 21-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain mostly on left side. This event is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the insertion was very painful and since then, she experienced severe pelvic pain mostly on left side. Some day, the pain was so bad that she felt it in her hips and radiating down to legs. She also experienced other non-serious events. Then, a laparoscopic procedure was performed. Considering close temporal relationship and event's nature, causality with essure use cannot be excluded. Since an intervention was required (laparoscopic surgery) this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.